Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient experienced the anaphylactic/allergic reaction on an unspecified date in 2013. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an anaphylactic/allergic reaction while undergoing an unspecified surgical procedure in which floseal was used. Treatment for the event was unknown. No further detail was provided regarding the patient outcome. No additional information is available.